Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
About 7 days after the implant procedure, left ventricular lead pacing failure and high threshold were noted and a chest x-ray confirmed lead displacement. Repositioning was attempted, but unsuccessful so the lead was explanted and replaced. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.